Event description:
It was reported that during a procedure, the physician observed this right ventricular (rv) lead to have fractured. The rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.